Event description:
It was reported the patient had an elevate anterior and apical system with intepro lite implanted on or about (B)(6) 2011 for treatment of a cystocele and vaginal vault prolapse. The patient experienced pain and suffering, mesh erosion into the vagina with dense scarring, impairment, disability, and permanent injury.

Manufacturer narrative:
Should additional information becomes available regarding this event it will be re-evaluated and a follow-up report will be sent.